Manufacturer narrative:
The lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that shortly after the implant of this implantable defibrillation lead intermittent loss of capture was observed. An invasive procedure was performed and it was determined the lead had dislodged. It was also noted that the helix mechanism did not appear to be fully extended. Multiple attempts to reposition the lead were made, however unacceptable threshold measurements were observed. The lead was explanted and successfully replaced. No adverse patient effects were reported.